Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. In addition, in a different location overload fractures in the active electrode which are consistent with an external mechanical impact were determined. The active electrode also showed some additional damage in that area to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported in february 2023 that this bilateral user experienced a significant head trauma. At that time it was decided to leave the device in situ. The device has been explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported in (B)(6) 2023 that this bilateral user experienced a significant head trauma. At that time it was decided to leave the device in situ. Per additional information received in september 2023, the device will be explanted.